Event description:
During a target vessel reintervention (tvr) procedure, the maverick balloon ruptured at unk atms. The maverick balloon was being used for pre dilation prior to stenting. No pt injuries or complications were reported.